Event description:
Implant was placed and removed the same day by the dentist. Attempt of immediate implant on same day as extraction #29 directly over mental nerve. Limited ability to go deeper then extraction site.